Event description:
It was reported that during the attempted atrial lead placement, the physician noted the suture sleeve was "stuck" to the lead and was difficult to slide but it was successfully achieved. It was further reported that after the lead was connected to the device, the atrial sensing depreciated. The pocket was reopened to inspect the lead. During the lead inspection, it was found that the insulation had separated. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.